Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty on and unknown date. Subsequently, the patient is being considered for a revision surgery on and unknown date due to an unknown reason. Multiple attempts have been made to obtain additional information. No new information has been received at this time.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 113612, comp primary stem 12mm micro; lot#: unknown. Item#: sagp0002, trabecular metal modular post; lot#: unknown. Item#: 118001, versa-dial/comp ti std taper lot#: unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; d2; g2; g3; g6; h1; h2; h3; h6 the following sections were corrected: b5; d6 the rotator cuff is a group of muscles and tendons that surround the shoulder joint, keeping the head of the humerus firmly within the shallow socket of the shoulder. Rotator cuff injuries occur most often in people who repeatedly perform overhead motions or experience any sort of trauma to the shoulder. Degenerative tears can also occur because of gradual wearing down of the tendon. This degeneration naturally occurs as we age. Factors that lead to degenerative tears include repetitive stress, lack of blood supply, bone spurs, and increased age. Common symptoms of a rotator cuff tear include pain at rest or with activity, weakness, and crepitus. Typically, an anatomic shoulder is performed when the rotator cuff is stable and intact, and a reverse shoulder is performed for an insufficient rotator cuff. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty approximately four (4) years ago. Subsequently, the patient is being considered for a revision surgery due to the patient's rotator cuff failing. The surgeon does not believe that the failure of the rotator cuff was caused by the implants.